Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. One day post procedure, it was noted that the lp exhibited loss of sensing. X-ray imaging was performed and confirmed the lp dislodged to the left femoral vein. The lp was explanted but not replaced. The patient was stable.